Event description:
It was reported that second stage revision was performed due to infection. Hemi head and modularr sleeve implanted (B)(6) 2012 were removed, along with femoral stem and cup implanted during primary (B)(6) 2010 procedure. Antibiotic spacer also removed.